Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded over sensing at the left ventricular (lv) lead channel which inhibits lv pacing and causes a late lv sense that appears conducted from right ventricular pacing intermittently. Technical services (ts) suspected a left atrial over sensing based on the timing and the lv channel morphology. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.